Event description:
The technician reported the head left side rail will not latch in the up position. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that during patient inspection that the side rail latch cover is bent preventing the side rail from latching. The most likely cause of the bent latch cover is force. The technician replaced the head left side rail latch cover to resolve the issue.. Based on this information, no further action is required.